Event description:
It was reported that the user experienced recurring alert 38 motor stall events on the ilet over about a week, consistent with a failure to infuse associated with the motor component; troubleshooting included restarting the ilet, performing a successful dry run past 120 units during tubing fill without alerts, and completing a full supply change with new supplies from a different box. Symptoms included hyperglycemia. Outcomes included none. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting alongside a device performance issue consistent with infusion failure at the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.